Manufacturer narrative:
**Update** (B)(4) 2012 - litigation papers received. In addition to a malpositioned cup, it is now alleged that the patient suffers from pain, discomfort, inflammation, a popping/snapping noise, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone. The doi was also provided.doi: (B)(6) 2007.the devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address malpositioning of the cup, which was causing edge-loading, creating metal debris. Update - (B)(4) 2012 - litigation papers received. In addition to a malpositioned cup, it is now alleged that the patient suffers from pain, discomfort, inflammation, a popping/snapping noise, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone. The doi was also provided. Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Event description:
Patient was revised to address malpositioning of the cup, which was causing edge-loading, creating metal debris. Update: (B)(6) 2012 - litigation papers received. In addition to a malpositioned cup, it is now alleged that the patient suffers from pain, discomfort, inflammation, a popping/snapping noise, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone. The doi was also provided.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.